Event description:
It was reported that a bd microlance¿ hypodermic needle had leakage between the metal needle and the plastic tip. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no sample returned. DHR: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (may 11-13rd, 2018) during which 59 visual inspections were carried out with 0 defects noted. Needles were assembled (#8117823) in machine 4412 (may 7-15th, 2018) during which 287 visual inspections of 25 units each were performed with zero defects noted. Research has not found any issues or abnormality in injected hub batches#: 8107689 and #8099575 (mould machine #3553 - april 2018). Every single injected hub batch, at the beginning, a leakage test is performed and all results were within specification. Cannula batches #8114818, #8124987 and #8114814. Investigation conclusion: since we were unable to duplicate your indicated failure mode since no sample or picture are available and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microlance¿ hypodermic needle had leakage between the metal needle and the plastic tip. There was no report of exposure, serious injury, or medical intervention.